Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal lioresal via an implanted infusion pump for intractable spasticity and cerebral palsy. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 548mcg/day. The patient experienced withdrawal symptoms. The pump and catheter were replaced on (B)(6) 2016; the reason for replacement was reported as "other". There was no patient injury; the patient recovered without sequelae. Additional information has been requested for drug lot# and start date, other medications that the patient was taking at the time of the event, medical history, diagnostics performed related to the withdrawal symptoms and to clarify the "other" reason that was noted on the returned paperwork but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly and/or explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.